Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a partial display on the insulin pump. The customer's blood glucose level was 97 mg/dl. The customer states that the insulin pump neither dropped nor bumped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.